Manufacturer narrative:
The verathon glidescope product used in the procedure was not returned to verathon for investigation. Verathon attempted to get further information on the verathon glidescope product part number, and the serial / lot number used during the procedure but was unable to obtain further information from the customer. Based on communication with the customer, there was no reported device malfunction that would have led to the adverse event described. While the cause could not be fully determined, the adverse event reportedly occurred due to inadequacy in user training by the healthcare professional performing the procedure. It was determined through communication with the customer that the use of the device was being performed by a trainee led glidescope intubation being supervised by a consultant. Verathon's glidescope devices operation & maintenance manual (omm), provides a notice to all users, which states: "these device components should only be used by individuals who have been trained and authorized by a physician or used by healthcare providers who have been trained and authorized by the institution providing patient care." "Verathon recommends that all users read this manual before using these components. Failure to do so may result in injury to the patient, may compromise the performance of the system, and may void the system warranty. Verathon recommends that new glidescope users: obtain instruction from a qualified individual, practice using the system on a mannequin before clinical use and acquire clinical experience on patients without airway abnormalities." If further training assistance is found necessary outside of what is listed in the omm, verathon is committed to partnering with clinicians and hospital systems to ensure support of training through the use of labeling, videos, in-person support, and airway workshops/training days. Verathon has followed-up and communicated with the customer about their questions on training following the reported event. At this time corrective action is not required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using an unspecified verathon glidescope product, a pharyngeal tear injury was thought to have occurred. An ent consultation was conducted by the customer on the patient, and the patient was transferred to a different hospital. The next day a pharyngoscopy was performed on the patient and a procedure to repair a one (1) centimeter (cm) tear to the patient's pharynx was conducted. Ten (10) days later the patient visited the accident and emergency (a/e) department with pustular discharge to the area of surgery and was provided antibiotics. On last correspondence with the customer on the patient's current condition it was reported the patient has recovered and was doing "well."